Manufacturer narrative:
Device was not returned to ranfac. DHR review was performed, and no issues were identified that would result in this type of performance.

Event description:
Customer, covidien, received a field complaint from the end user where the sample was difficult to retrieve.